Event description:
Baxter affiliate reports, "the clamp lost the function when closed the clamp". Noted after 10 days use. The pt received a transfer set change. No pt injury or medical intervention reported per baxter affiliate.